Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and four leaks were detected on the membrane approximately 3cm from the rear seal measuring (2) 0.102cm, 0.127cm and 0.013cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. The penetrations found on the membrane appears to have been caused by a sharp object. The penetrations were located at the same location which is an indication the balloon was folded and most likely occurred during iab insertion. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint(B)(4).

Event description:
N/a.

Event description:
It was reported that after insertion, the intra-aortic balloon (iab) did not inflate. It was confirmed under fluoroscopy that a rupture had occurred. The iab was immediately replaced with a new one to continue therapy. There was no patient harm or adverse event reported

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).